Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely depressed sodium result on a patient sample on a dimension exl with lm instrument. Siemens healthcare diagnostics headquarters support center (hsc) has reviewed the information provided by the customer and the instrument data. Successful calibrations were performed on the instrument before the sample was processed. Preventative maintenance was performed on the instrument and the sensor was replaced. No product non-conformance was identified with the instrument or the assay. The instrument is fully operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on a patient plasma sample on a dimension exl with lm instrument. The result was not reported to the physician(s). The same sample was reprocessed on the same instrument and a higher result was obtained which was considered correct. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.